Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer photo displayed a singular tube with no stopper function defect observed. A total of 29 retained samples were tested for stopper function defects. The functional tests showed that 26 out of these 29 samples resulted in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the caps of an unspecified number of tubes are not staying on when recapped resulting in spills and accidents. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the caps of an unspecified number of tubes are not staying on when recapped resulting in spills and accidents. No adverse impact was reported regarding the patient or user.